Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a display issue with the subject meter (onetouch verio iq), that the display was "fuzzy and shattered on inside". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.